Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they suspended their pump, and when they tried to put it back on, they received sensor turned off alarms. It was noted that the customer the customer had sensor feature on, but did not use the sensor. The customer was assisted in turning feature off. The customer states the screen was displaying an open circle. The customer was advised of low reservoir alarm, and that it would be cleared by changing it out. The customer's blood glucose level at the time was 487mg/dl. No further assistance was needed.